Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced an app crash. It was determined that the app crash alert was related to the mobile application. Data was evaluated and the allegation was confirmed. The root cause could not be determined. No injury or medical intervention was reported.